Manufacturer narrative:
MFR received date: 07nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that no fault was found. Fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The respiratory therapy reported an intermittent problem with the v60 displaying oxygen unavailable when connected to wall oxygen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 23 sep 2019. The manufacturer¿s field service engineer (fse) confirmed the error message ¿oxygen not available¿ when connected to wall oxygen. The fse replaced the air and fan filters, ran the performance verification test (pvt) and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019.

Event description:
The respiratory therapy reported an intermittent problem with the v60 displaying oxygen unavailable when connected to wall oxygen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.